Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and broken occluder legs beneath the twist clamp was observed. A broken occluder feet would result in fluid flow through the set with the twist clamp closed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. The transfer set had been in use for two weeks and was replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.